Event description:
It was reported that the patient underwent a gynecological procedure on (B)(6) 2012 and mesh was implanted. It was reported that she experienced pain, erosion of her internal bodily tissue and other injuries following the procedure. It was reported that the patient has undergone multiple surgeries and revisionary procedures. No additional information was provided.

Manufacturer narrative:
It was reported that the patient underwent transvaginal tape and cystoscopy due to mixed urinary incontinence on (B)(6) 2012 and urethrolysis and excision of transvaginal tape due to urinary retention on (B)(6) 2012. (B)(4).

Manufacturer narrative:
(B)(4). Conclusion: no conclusion can be drawn at this time. Should additional information be obtained, a supplemental 3500a form will be submitted accordingly.

Manufacturer narrative:
(B)(4). A review of the batch manufacturing records was conducted and the batch met all finished goods release criteria.

Manufacturer narrative:
(B)(4). It was reported that the patient underwent a gynecological procedure and mesh was implanted along with concurrent cystoscopy due to incontinence. It was reported that the patient underwent sling excision on (B)(6) 2008 due to incontinence and developed cystocele.

Manufacturer narrative:
It was reported that the patient underwent mesh implantation with concurrent procedures of cystoscopy, urethrolysis, excision of transvaginal tape.